Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A flexible silicone drill driver, part # 110010733 from lot 196381, was returned and evaluated against the complaint. Visual inspection found the head of the shaft to be fractured. The silicone sleeve is torn near the fracture. The connector is scuffed and scratched consistent with repeated. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the doctor used the drill driver to put the screw in the cup, the drill driver bent when trying to gain access to the hole. The distal part of the driver broke from the shaft. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.